Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.

Event description:
Customer reported inaccurate flow delivery on this pump. Pump did not pass accuracy testing in biomed lab. Testing parameters were 100ml bag, programmed to run for 10 minutes. No patient involvement has been reported at this time. Pump will be sent to repair center for evaluation.